Event description:
It was reported the dermatome device handpiece keeps sticking, the on/off switch is sticking. The device was in for repair september, 2014. The device has the same problem. There was no pt injury with this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.